Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm over 8 years ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that during a routine CT scan f/u, the stent graft was found to have migrated distally approx 2 cm with a type 1 endoleak present. The physician placed an aneurx cuff to bridge the gap caused by the migration and to correct the type 1 endoleak. The procedure was successful. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: (migration, endoleak).